Event description:
The customer reported to olympus, the large and small knobs on the evis exera ii ultrasound gastrovideoscope were leaking. The issue was found during receipt inspection. No patient harm reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end and the acoustic lens surface was damaged. This report is to capture the reportable malfunction of the noted the gap of adhesive on the distal end and the acoustic lens surface was damaged noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The right/left knob and the shaft guide were leaky. The shaft guide had wear and tear. The acoustic lens was cut, and the adhesive was peeling off. The distal end was deformed. The paint was peed off the air /water nut. The up/down knob angulation and up/down/right/left was less or specified value. The universal cord was damaged. The piezo elements were defective. The charge-coupled device unit cable was too short. The connecting tube and switch box unit were scratched. The scope connector cover had wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the damage to the acoustic lens. The device shipped according to specifications. It has been over eleven years since the subject device was manufactured. Based on the results of the investigation, the event may have been caused by reasons similar to other damage found on the device, however it could not be determined whether stress, handling or other issues caused the damage. A definitive root cause of the reported issue could not be identified. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.